Event description:
On (B)(6) 2014, the patient underwent an irrigation and debridement of the left hip with removal of the bipolar head due to infection. The surgical wound was noted with chronic infection and purulency. Blood cultures for (B)(6).